Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the datasync logs, found error. The technical support specialist ran query in the server database and checked datasync debug for the no variation in change tracking value. No error found and informed user that the retry issue has been resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had station in retry mode error. The customer stated that they retrieved the required medications from other available stations and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.